Manufacturer narrative:
The customer marked "yes" that they were aware of an event related to overheating. This report is being provided based on the product correction response form submitted by the customer on 2/21/2020 as part of res 84274. Customer was contacted for further detail and did not respond to multiple follow-up attempts to gather additional information. If the customer responds and more information becomes available, a follow-up report will be generated.

Event description:
The customer marked "yes" that they were aware of an event related to overheating. This report is being provided based on the product correction response form submitted by the customer on 2/21/2020 as part of res 84274. Customer was contacted for further detail and did not respond to mutliple follow-up attempts to gather additional information.